Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During eval of the device at the MFR's service ctr, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.